Manufacturer narrative:
Product analysis: analysis could not confirm the customer's comment that the external pulse generator (epg) turned itself off randomly. However the person computer (pc) board was replaced due to two or more occurrences of error codes. The keypad was scratched. The encoder assembly was contaminated. One knob was contaminated. Lower case was broken. Battery drawer shorting bar was contaminated. Two encoder nuts were loose. All found defective parts were replaced and all other identified issues were resolved. The epg passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) unexpectedly turned itself off. The epg was returned for service. There was no patient involvement.